Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4)  submitted for adverse event which occurred on (B)(6) 2016. (B)(4)  submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. The patient underwent mesh removal on (B)(6) 2016. It was reported that the patient underwent mesh revision on (B)(6) 2019 due to incarcerated recurrent incisional ventral hernia, abdominal pain, nausea, adhesions, severe scarring and disfigurement. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 6/26/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.